Manufacturer narrative:
(B)(4). Date sent 10/22/2024 d4 batch #815c32 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the channel shroud partially detached from the knob area and no cartridge was received. Further analysis shows that the lockout spring was not returned and that the anvil was not seated properly. Slight damage was observed on the anvil locks. No functional test could be performed due to the condition of the device. In addition, a tyvek was received along with the device. Due to the condition of the channel shroud and anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 815c32, and no non-conformances were identified. The lot#844c98 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: please provide more details about the "stapler it is disassembled". It could not be used because it was disassembled in the new packaging. Could you please clarify if there were any patient consequences? Nothing could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Nothing

Event description:
It was reported that during an unknown procedure when using the stapler it is disassembled. Use a new one stapler, there were no patient consequences.